Event description:
Product manufacturer reference number: 3006705815-2019-02693. It was reported that the patient was not getting adequate therapy due to lead migration. X-rays confirmed migration. Reprogramming was attempted without success. As a result, surgical intervention may occur.

Manufacturer narrative:
Results inconclusive since no product returned. During processing of this complaint, attempts were made to obtain patient weight, but it was not received.

Event description:
Additional information was received that surgery occurred to explant and replace the leads on (B)(6) 2019. The patient has effective therapy post-operatively.